Event description:
It was reported that during a unspecified procedure, the maverick2 monorail balloon ruptured at 6 atms on the third inflation during pre-dilation. The first and second inflations were performed at 15 atms. The lesion was located in the 99% stenosed, calcified and very tortuous proximal left anterior descending (lad) artery. The procedure was successfully completed with a maverick otw 1.5 x 15mm balloon. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.